Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the cooling system was not operational, resulting in no exposure or fluoroscopy. Fse checked the system log files. Upon visual inspection, it was found that the cooling unit oil was leaking, and the cooling hose was loose. To resolve the issue, fse reinstalled and secured the tubing, added cooling oil, and exhausted the air. After which, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform fluoroscopy or exposure. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and reinstalled and secured the tubing, added cooling oil and exhaust air which resolved the issue.